Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the ipg was explanted for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the system was explanted and replaced because of ineffective therapy (related manufacturer reference number 3006705815-2021-04459, 3006705815-2021-04460). There were no known allegations of deficiency against the ipg.